Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. The noise oversensing resulted in pacing inhibition in the ra. The device, ra, and rv leads were explanted and replaced. No additional adverse patient effects were reported.